Event description:
The patient reportedly experienced out of range impedances and intermittencies with his device. The patient was seen at the center for evaluation. Testing performed confirmed that the patient's device was no longer functioning. The company is in the process of gathering additional information.